Event description:
It was reported to (B)(6) by a registered nurse that multiple luer adapter breaking away from vacutainer and having removed from dialysis access. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).